Event description:
T was reported that a high capture threshold resulting in a loss of capture and decreased sensing were observed on the right ventricular (rv) lead. The physician alleged a malfunction, although could not rule out patient related factors as contributing to the event. The lead was capped and replaced to resolve the event. The patient was stable.

Event description:
Additional information was received that there was loss of capture. The lead was capped and replaced to resolve the event.

Event description:
It was reported that a high capture threshold and r-wave amplitude variation were detected on the right ventricle (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.